Manufacturer narrative:
Correction: g1. Claim # (B)(4).

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to reposition, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A health care professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was later repositioned, but this did not resolve the problem. Later, the lens was exchanged for a longer length lens and the problem was resolved. Cause of the event is a patient-related-factor and user error. Reportedly, "abnormal ciliary sulcus anatomy.